Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, the trailing haptic folded wrong. The procedure was completed on the same day with unspecified lens. Additional information has been received and stated that there were no patient contact and no patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).